Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a birds nest filter in or about 2006. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
This additional information received on 15feb2018 as follows: ¿[pt] allegedly received an implant in (B)(6) 2006 due to emboli. [Pt] is alleging fracture, broken filter, device unable to be retrieved. [Pt] further alleges bleeding issues, pain in chest, post-implant pulmonary embolism, post-implant thromboembolic disease, acute thrombophlebitis of the popliteal vein of the right lower extremity, deep vein thrombosis post-implant, chronic severe venous insufficiency (stasis) non-healing ulcers, occlusion at the level of ivc on previously placed bird's nest filter.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "it is alleged that the patient was injured without further explanation, bird's nest filter implanted- short form complaint (sfc)." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation: information regarding the results of a venogram performed on (B)(6) 2017 showed an occlusion at the level of the inferior vena cava previously placed bird's nest filter. This occlusion was previously noted in our clinical assessment when it was reported on (B)(6) 2018. Since no additional information regarding the case was provided the original investigation and conclusion will remain unchanged. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Please note (B)(4), was erroneously labeled as follow up #4 when it should have been follow up #5; subsequently (B)(4) was erroneously labeled as follow #5 when it should have been follow up #6. This follow up report ((B)(4)) should be labeled follow up #7 but will be labeled as follow up #6 in order to be successfully submitted using our software. Investigation: per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Prior report was inadvertently submitted as report follow up 4. This report under initial report follow up 4 has been submitted as a correction. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified that per the 02feb2017, report from venogram: "following this, an angiojet was introduced and the left external iliac, common iliac and common femoral vein were treated for a total of 2 minutes and 20 seconds. Following this, there was a light clot in the common femoral vein and even though the catheters all passed easily to the external iliac and common iliac vein, there was clearly an occlusion at the level of the inferior vena cava previously placed bird's nest filter".

Manufacturer narrative:
Additional information: investigation - the gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated; failure of anticoagulant therapy in thromboembolic diseases. Emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced. Prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. The device is shipped with the instructions for use (IFU), which lists perforation as a potential adverse event. Additionally, the IFU states, ¿if filter migration occurs, trans-catheter retrieval of the filter is not recommended. A risk to benefit analysis was performed in order to assess the clinical risk of the filter penetrating the vena cava wall to the benefit to the patient. Based upon the data in the analysis, it was determined that the medical benefits of the bird¿s nest vena cava filter outweigh the residual risks to the patient. Patients with dvt are at a great risk of clots traveling to the heart at anytime. The bird¿s nest vena cava filters have been found to demonstrate good clot trapping efficacy in vitro studies. In addition, this device is designed to be placed in vena cava diameters up to 40 millimeters, a measurement that restricts some patients from the use of other devices. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown or unavailable, or unchanged. Additional information: investigation - the gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated; failure of anticoagulant therapy in thromboembolic diseases. Emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced. Prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. The device is shipped with the instructions for use (IFU), which lists perforation as a potential adverse event. Additionally, the IFU states, ¿if filter migration occurs, trans-catheter retrieval of the filter is not recommended. A risk to benefit analysis was performed in order to assess the clinical risk of the filter penetrating the vena cava wall to the benefit to the patient. Based upon the data in the analysis, it was determined that the medical benefits of the bird¿s nest vena cava filter outweigh the residual risks to the patient. Patients with dvt are at a great risk of clots traveling to the heart at anytime. The bird¿s nest vena cava filters have been found to demonstrate good clot trapping efficacy in vitro studies. In addition, this device is designed to be placed in vena cava diameters up to 40 millimeters, a measurement that restricts some patients from the use of other devices. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.